Manufacturer narrative:
A review of the manufacturing documentation associated with lot f1722904 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the ¿atraumatic tip¿ of a 6f-7f mynxgrip vascular closure device (vcd) did not insert into the vessel. There was no reported patient injury.

Manufacturer narrative:
As reported, the ¿atraumatic tip¿ of a mynxgrip vascular closure device (vcd) did not insert into the vessel. There was no reported patient injury. Multiple attempts to obtain additional information were made without success a non-sterile 6f-7f mynxgrip vcd involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The procedural sheath was not returned for investigation. The sealant was deployed next to the balloon. The catheter was inspected for anomalies. It was noted that the balloon¿s distal tip was severely inverted and the core wire was curved as received. The condition of the returned device indicates that excessive tension was applied on the device during the procedure. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device per the mynx instructions for use (IFU). No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A product history record (phr) review of lot f1722904 revealed no anomalies or non-conformities during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ was not confirmed through analysis of the returned device since the device was received with the sealant deployed and the device showed exposure to blood. The device as received does not match the description and the root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the limited information available for review and the product analysis, the cause of the reported event could not be determined since the device showed evidence of insertion into the sheath. However, any difficulty being inserted into the sheath may have been attributed to the condition of the patient¿s access vessel (although not provided) or the condition of the sheath (although not returned) since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. The device also showed signs of excessive force applied to the balloon since the balloon tip was severely inverted and the core wire was curved. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. Neither the phr review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.